Manufacturer narrative:
UDI for pla280300 gore® excluder® aortic extender component: (B)(4). UDI for rlt281412 gore® excluder® trunk-ipsilateral leg component: (B)(4). UDI for plc201000 gore® excluder® contralateral leg component: (B)(4). UDI for plc231200 gore® excluder® contralateral leg component: (B)(4). UDI for plc231400 gore® excluder® contralateral leg component: (B)(4). The review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore excluder aaa endoprostheses. Following a percutaneous approach, the procedure was performed without issues. During final angiography imaging however, the endoprostheses were noted to have moved proximally for a length of approximately 25 mm, covering both renal arteries. The reason for the upward movement was unknown. It was subsequently decided to convert the patient to open surgery and remove all implanted devices. The patient's renal functions were reported to have been deranged and a wait-and-watch approach was being taken as renal recovery was being expected. On (B)(6) 2017, the patient was reported to have been transferred to the intensive care unit.